Event description:
A retrospective study of phakic- iol sizing using the ocos nomogram with optimised white to white measurements: 12-month clinical results the purpose of this retrospective assessment was to evaluate the ocos calculator with optimized wtw at sizing icl. Evaluate vault up to 1 year, observe and record complications of +/- icl explantations. 240 eyes of 1245 patients were implanted evo icl over a 5-year period. Pre-op icl sizing was calculated using an ocos nomogram with wtwt optimizing by subtracting 0.4mm as per manufacturer's advice. Patients were followed up at 2 weeks, 3 months and 1 year to measure the vault height using oct scans. Icl sizing deemed "ideal" if the vault was recorded between 250-750mm. The results were at 3 months 69% of lenses were found to be within range with 12% undersized and 19% over sized. At 1 year 62% of lenses were found to be in range with 21% undersized and 17% oversized. Complications reported are 1 hyperopic surprise and underwent icl explant with refractive lens exchange. One patient had post op iop of 28 at 2 weeks but not due to excessive vault and resolved with 1 week topical therapy. In conclusion: ocos correctly sizes 69% of lenses at 3 months with most errors being oversized. At 1-year decreases to 62% suggesting that as vault height decreases over time, oversizing is less of an issue. No complications due to vault height.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5-a retrospective study of phakic- iol sizing using the ocos nomogram with optimised white to white measurements: 12-month clinical results the purpose of this retrospective assessment was to evaluate the ocos calculator with optimized wtw at sizing icl. Evaluate vault up to 1 year, observe and record complications of +/- icl explantations. 240 eyes of 124 patients were implanted evo icl over a 5-year period. Pre-op icl sizing was calculated using an ocos nomogram with wtwt optimizing by subtracting 0.4mm as per manufacturer's advice. Patients were followed up at 2 weeks, 3 months and 1 year to measure the vault height using oct scans. Icl sizing deemed "ideal" if the vault was recorded between 250-750mm. The results were at 3 months 69% of lenses were found to be within range with 12% undersized and 19% over sized. At 1 year 62% of lenses were found to be in range with 21% undersized and 17% oversized. Complications reported are 1 hyperopic surprise and underwent icl explant with refractive lens exchange. One patient had post op iop of 28 at 2 weeks but not due to excessive vault and resolved with 1 week topical therapy. In conclusion: ocos correctly sizes 69% of lenses at 3 months with most errors being oversized. At 1-year decreases to 62% suggesting that as vault height decreases over time, oversizing is less of an issue. No complications due to vault height. Claim# (B)(4).